Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br there was missing additive. This event occurred 39 times. The following information was provided by the initial reporter. The customer stated: "there is a significant increase in the number of samples with the presence of fibrins in the specific sector where ionized calcium exams are performed. Another point is the increase in the number of cases of opening the stoppers the analyst opens the tubes for the examination and closes them right away and puts them in a paper box. Even with no change in the cap reinsertion procedure, the caps "jump" from the tubes and/or do not seal correctly." This complaint is addressing the fibrin issue.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br there was missing additive. This event occurred 39 times. The following information was provided by the initial reporter. The customer stated: "there is a significant increase in the number of samples with the presence of fibrins in the specific sector where ionized calcium exams are performed. Another point is the increase in the number of cases of opening the stoppers the analyst opens the tubes for the examination and closes them right away and puts them in a paper box. Even with no change in the cap reinsertion procedure, the caps "jump" from the tubes and/or do not seal correctly." This complaint is addressing the fibrin issue.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure fibrin because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.